Manufacturer narrative:
The information provided by bd represents all of the known information at this time. This complaint was received as part of a clinical survey. Contact information and specific patient details were not disclosed as part of the survey. As such, additional information and the subject sample cannot be obtained. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported during clinical assessment. There is redness, swelling and/or fluid drainage at the insertion site. Event involved 6 tl cvcs inserted in the jugular. This report addresses the fourth device.